Manufacturer narrative:
The user experienced unintentional insulin delivery during a supply change due to failure to follow the correct cartridge replacement procedure. This situation can result in excessive insulin administration requiring medical evaluation. Engineering log review indicated the ilet was functioning as intended, with no device malfunction identified. Device data confirmed the supply change process was performed and no abnormal device behavior or motor errors were observed. The reported event is consistent with use error involving failure to rewind the piston prior to cartridge replacement, resulting in unintended insulin delivery. No hypoglycemia or adverse clinical outcome occurred. Based on available information, the event was attributed to use-related factors and not device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 09-jun-2025 it was reported that on (B)(6) 2025 the user unintentionally delivered a full cartridge of insulin during a supply change and was evaluated in the emergency room. The user was monitored without treatment and discharged the same day. No hypoglycemia occurred and the user recovered.